Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional fracture pattern was found near the base of the hex, and remaining hex feature has been twisted. The hex twisting and torsional fracture pattern indicates an excessive twisting load (torsion). Additional mdrs associated with this event: 3025141-2019-00375: screw.

Event description:
An acutrak 2 screw was used to treat a scaphoid fracture in (B)(6) 2018. During the routine hardware removal surgery, the driver tip broke off in the screw. The screw, with the driver tip, could not be removed and remain implanted.